Event description:
A distributor reported that the infant warmer head of the baby controlled mobile infant warmer had cracked. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.